Manufacturer narrative:
The user claimed the device was not responding and was running hot after use. They also claimed the device was unnavigable and could not charge. The device was returned for investigation. No damages were observed to the pdms exterior. No evidence of exposure to thermal energy could be found. A battery was not returned with the device and could not be inspected. The device was powered on using a charged battery. No damages or defects were observed to the battery compartment. Upon powering the device on, a pdm error was present. The error called for a clock reset. Before any action could be taken, the display turned completely white in conjunction with the device vibrating and alarming. Attempts to clear the display and alarming were unsuccessful. This indicates the software is in critical failure. It could not be determined when or how this critical failure took place. Due to this dash pdm software critical failure, the log files were unable to be obtained. History of device temperature was unable to be inspected. The device was not observed to heat up during investigation. The cause of the reported exposure to thermal energy could not be determined. History of device battery percentage was unable to be inspected. Due to the battery not being returned, a battery life test could not be conducted. The reported inability to hold charge could not be confirmed due to the battery not being returned. Further investigation was not possible due to the software failure.

Event description:
It was reported that the patient's omnipod dash device was not responding and was running a bit hot after use. She could not navigate through the device and stated that she cannot charge the device. The patient stated that after a while, the device stopped responding altogether after the over heating. She stated that she was on the beach but she kept it in a cool bag. The customer verified that she had a backup method of insulin delivery that would sustain her and no injuries occurred during this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.